Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sounds on the pump were intermittently occurring. The customer also reported that auto mode kept their glucose levels too high, there were too many alerts/alarms, too many unintended exits from auto mode, and transmitter and pump communication issues. Troubleshooting was not performed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.